Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device became entrapped on the guidewire and the stent partially deployed. The 99% stenosed target lesion was located in the superficial femoral artery (sfa). Pre-dilation was performed. A 7x120, 130cm eluvia drug-eluting vascular stent system was selected for use. While deploying the stent, the guidewire became stuck in the system and deployment became difficult. Strong force was required to turn the thumbwheel and the stent was placed in the blood vessel for more than 2/3 of its length. The system was then forcibly pulled and the entire length of the stent was placed. The proximal part of the stent was placed in a slightly stretched state, and the procedure was completed. The effect of a kink in the shaft was noted in the iliac bifurcation part during contralateral approach. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that the device became entrapped on the guidewire and the stent partially deployed. The 99% stenosed target lesion was located in the superficial femoral artery (sfa). Pre-dilation was performed. A 7x120, 130cm eluvia drug-eluting vascular stent system was selected for use. While deploying the stent, the guidewire became stuck in the system and deployment became difficult. Strong force was required to turn the thumbwheel and the stent was placed in the blood vessel for more than 2/3 of its length. The system was then forcibly pulled and the entire length of the stent was placed. The proximal part of the stent was placed in a slightly stretched state, and the procedure was completed. The effect of a kink in the shaft was noted in the iliac bifurcation part during contralateral approach. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(6). Device analysis by MFR: the returned product consisted of an eluvia self-expanding stent system with a 0.014 guidewire stuck inside the device. Visual examination revealed that the stent is deployed and did not return for analysis. There is a kink to the outer sheath at the nosecone. The handle was opened, and the proximal inner is prolapsed. Microscopic examination revealed no additional damages. Inspection of the remainder of the device, revealed no other damage or irregularities.